Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator was in backup vvi operation due to multiple bits flipped in the product code. The product code was successfully downloaded and electrical testing found that the device was on the verge of elective replacement indicator (eri). The estimated remain- ing longevity was 0.25 years.

Event description:
It was reported that the pulse generator was in backup vvi mode and could not be fully interrogated or reprogrammed. On (B)(6) 2010, the calculated longevity of the device was 1 - 1.25 years, battery voltage 2.69 v. The device was re-moved.